Event description:
Follow-up information revealed the patient was to undergo surgical intervention on (B)(6) 2019 wherein the ipg was to be revised/replaced.

Manufacturer narrative:
Correction: patient's surgery took place on (B)(6) 2019, rather than (B)(6) 2019 as previously reported. The ipg was also replaced not revised/replaced. Correction: explant date is (B)(6) 2019, rather than (B)(6) 2019.

Event description:
Additional information revealed the patient's surgery took place on (B)(6) 2019 and the ipg was replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing discomfort at the ipg site following an unrelated surgical procedure. As such, the patient may undergo surgical intervention to address the issue.